Event description:
Our (B)(6) affiliate reports a pt who wore 1-day acuvue define lenses experienced a medical adverse event. Our (B)(6) affiliate reports that on (B)(6) 2012 a pt reported being diagnosed and treated for keratitis about 2 years ago. The pt reported being instructed to d/c contact lens wear for two weeks and prescribed eye drops once every hour and oral medication. It is unk which eye was affected. The pt reported initially experiencing discomfort after several attempts to insert a contact lens and that the discomfort continued due to "squeezing the lens into the eye." The lot number of the product in question is unk; the product has been discarded and is not available for return for evaluation. Additional info has been requested but not received. Since keratitis may or may not be a serious reportable medical event, this event is being reported worst case. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling for single use. Device not returned. No evaluation will be performed. No conclusion can be drawn. Device discarded - unable to follow up.